Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation of the inferior vena cava (ivc), deep vein thrombosis (dvt), pulmonary embolism (pe) and caval thrombosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, filter tilt, dvt, pe, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Medical history includes factor v leiden deficiency, multiple pulmonary emboli, seizures, diabetes, bleeding ulcers, high cholesterol, pfo closure surgery, ivc filter x 1 in 2005 and x 1 in 2010 secondary to duplicated ivc in the abdominal region, and pacemaker implant. The filter subsequently malfunctioned and caused injury and damages including, but not limited to ivc perforation, filter tilt, dvt, pe, caval thrombosis. Per the patient profile form (ppf), the patient reports perforation of the struts outside of the ivc, tilt, blood clots, clotting and/or occlusion of the ivc and caval thrombosis. Approximately 8 years post implantation, the patient reports ¿both ivc filters failed". The patient further reports several strokes, pulmonary emboli, thrombosis of the kidney, fasciotomy to the leg, bilateral surgery on stomach, stents in the iliac veins due to thrombosis. Per the medica records, approximately 8 years post implant, ivc anomalies were noted, the ivc is duplicated and transverse to the patient's aorta and reconstitutes to a single vessel near the chest. The patient presented with acute chronic iliocaval thrombosis, thrombolysis with pharmacologic infusion was done and then reconstruction of the right ivc system was done with angioplasty and stenting. Thrombolysis was continued to the left ivc system for 24 more hours. The reported ¿bilateral stomach surgery¿ is in relation to the dual ivc system, a right and left ivc vessel exists and were treated at different times. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: ivc perforation, filter tilt, dvt, pe, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per patient profile form (ppf): the patient reports perforation of the struts outside of the ivc, tilt, blood clots, clotting and/or occlusion of the ivc and caval thrombosis. Approximately 8 years post implantation, the patient reports ¿both ivc filters failed". The patient further reports several strokes, pulmonary emboli, thrombosis of the kidney, fasciotomy to the leg, bilateral surgery on stomach, stents in the iliac veins due to thrombosis. Medical history includes factor v leiden deficiency, multiple pulmonary emboli, seizures, diabetes, bleeding ulcers, high cholesterol, pfo closure surgery, ivc filter x 1 in 2005 and x 1 in 2010 secondary to duplicated ivc in the abdominal region, and pacemaker implant. The following additional information was received per medical records: approximately 8 years post implantation it was noted that there are ivc anomalies present, the ivc is duplicated and transverse in patient's aorta, the reconstitute up near the chest. The patient presented with acute chronic iliocaval thrombosis, thrombolysis with pharmacologic infusion was done and then reconstruction of the right ivc system was done with angioplasty and stenting. Thrombolysis was continued to the left ivc system for 24 more hours. The reported ¿bilateral stomach surgery¿ is in relation to the dual ivc system, a right and left ivc vessel exists and were treated at different times.